Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the large suturecut needle driver instrument wire was dislocated. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be derailed at the distal clevis hub. The hub did not exhibit any wear marks. No other cable damage was found. An additional observation not reported by the site was frayed grip cable. One grip cable was frayed at the distal clevis hub, the cable segment sticks out at the instrument wrist. The distal clevis hub did not exhibit any wear marks. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.